Event description:
It was reported that the driver continued to run on its own during a surgical procedure. The case was completed successfully with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, but based on the investigation details, the reported condition of the device running on its own could not be duplicated, as the device would not start at all. Service did find corrosion on the driver shaft, gear train, flex assemblies, and bearings, which were each replaced along with other components. The device was returned to the customer.